Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device 8120 had a software fault error was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, tech has software fault error on 8120 unit. Before call in tech explain the flash the unit will not go through prefer to send unit in for repair. Transfer tech to services repair to further assist setup unit for repair. High level steps/procedure: program compact flash cards with appropriate firmware version. Upgrade firmware using compact flash cards. Connect 8015 to system maintenance program and transfer network config. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services determine the probable cause of the customer¿s reported issue was the compact flash card. Device was not returned to manufacturing facility.

Event description:
It was reported that the device 8120 had a software fault error. There was no patient involvement.